Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached inside of the cystoscope which caused holes in the lateral side of the cystoscope throughout the outer sheath at 20,121 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported.